Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and the battery voltage did not recover. The crt-d was not implanted. There was no patient involvement.

Manufacturer narrative:
Device code product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d was interrogated, and the battery longevity status bar was gray. It was noted that the device in a home all week and the battery voltage did not recover. The crt-d was not implanted. There was no patient involvement.